Event description:
It was reported that a patient was refractory and wasn¿t getting symptom relief. The patient had less than 50 percent therapy relief at the lead location. It was unknown if any diagnostic testing or troubleshooting was performed, the issue was not resolved, and the cause of the issue was not determined. The device was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead. (B)(4).